Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago.

Event description:
It was reported that the patient was frequently charging the ipg as it depletes quickly. It was also mentioned that the patient was experiencing intermittent stimulation. The patient underwent an ipg replacement procedure. Intra-operatively and postoperatively the patient revealed to have three electrode contacts showing high impedance values. The stimulator was reprogrammed, and the patient was doing well postoperatively. The explanted device will not be returned as it was discarded.